Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastric endoscopic submucosal dissection, the subject device was used. When the user tried to stop bleeding with the subject device, perforation occurred. After that, the user continued the gastric dissection. As the result, the perforation got larger. It became difficult to perform the procedure at the hospital. Therefore, the patient was transferred to other hospital. No further information was provided. This is the report regarding the perforation.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. However, omsc presumes that the lot number is 82k based on the delivery date. The manufacturing record was reviewed and found no irregularities. Based on similar cases in the past, omsc presumes that the event occurred due to any of the following possible causes. The high frequency setting value was too high. The activation time was too long. The tissue was deeply dissected more than necessary. The instruction manual of the device has already warned as follows; do not forcibly press the instrument¿s distal end or the endoscope¿s distal end to tissue excessively. Otherwise, perforations, pneumomediastinums, bleeding, or mucous membrane damage may result. Do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage, or thermal injuries to the non-target tissue. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum, and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time.